Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became shattered and non- functional while customer was asleep. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.